Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, a healthcare professional reported injecting a patient in the m1-m3 (marionettes) with 1 ml of juvéderm® volift¿ with lidocaine and in the chin (c2) with 1 ml of juvéderm¿ voluma¿ with lidocaine. Five days later, the patient experienced ¿bilateral inflammatory nodules¿ at the marionettes m2-m3 area that was noted as ¿painful, swelling, warm to touch.¿ the infection was confirmed at the bilateral marionette m2-m3 area, with ¿firm nodules palpable¿ and chin area (c2). The etiology was noted as ¿likely infection. However, the cannula and introducer were changed on the other side and patient developed bilateral inflammatory nodules.¿ that day, the patient was treated with cephalexin 500 mg po qid po. Two days later, the patient was treated with clindamycin 150 mg po qid po. Three days later, the patient was treated with ceftriaxone ivi x 6 days. The next day, an incision and draining was performed of ¿abscesses¿ on the cheek in the ER and a ¿wand culture¿ was performed on the cheek, showing ¿no growth.¿ the next day, a ¿wand culture¿ was performed on the chin, showing ¿negative, no growth.¿ two days later, another incision and draining was performed of ¿abscesses¿ on the chin in the ER. The event is ongoing with no permanent damage was noted, specified with ¿residual palpable nodules at marionettes, much smaller than previous. Patient is recovering.¿

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volift¿ with lidocaine and juvéderm¿ voluma¿ with lidocaine. The patient developed a ¿bilateral infection¿ in the chin. There was concern of a possible ¿contamination with the syringe.¿ event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.